Event description:
The customer questioned results from 4 patient samples tested for intact human chorionic gonadotropin + the b-subunit (hcg + b). Of the data provided, 3 patient samples were erroneous. The erroneous results for patients 1 & 2 were reported outside of the laboratory. Patient 1 initial hcg + b result was 57.60 miu/ml. This result was reported outside of the laboratory. The repeat result was 0.100 miu/ml with a data flag. The sample was repeated on (B)(6) 2015 and the result was 1.00 miu/ml. The sample was repeated again and the result was 0.100 miu/ml with a data flag. A new sample was obtained and that result after performing calibration was 0.100 miu/ml with a data flag. Patient 2 ((B)(6)) initial hcg + b result was 62.66 miu/ml. This result was reported outside of the laboratory. The repeat result was 1.62 miu/ml. The sample was repeated on (B)(6) 2015 and the result was 0.100 miu/ml with a data flag. A new sample was obtained and the result after performing calibration was 0.100 miu/ml. The data also indicated an additional result for patient 2 from the new sample of 1.21 miu/ml. Patient 3 ((B)(6)) initial hcg + b was 56.75 miu/ml. The repeat result was 1.92 miu/ml. The sample was repeated on (B)(6) 2015 after performing calibration and the result was 0.100 miu/ml with a data flag. It is not known if any patients were adversely affected. No adverse events were reported. This information has been requested. The hcg+b reagent lot number was 18003905 with an expiration date of (B)(6) 2015. The field service engineer exchanged a pinch tube on the analyzer on (B)(6) 2015. Liquid flow cleaning was performed on (B)(6) 2015. The field service engineer determined the acrylic incubator cover was not in place correctly and also observed gel in the cover. The data logs indicate that "abnormal sample aspiration" alarms occurred, however, these did not occur at the same time as the samples were obtained. The root cause of the erroneous results has been attributed to an incorrectly mounted acrylic incubator cover which interfered with the assay tip on the sample probe. Deviations in results could occur if the assay tip touches the cover. Deviations could also occur if the sample tube sticks to the outside of the assay tip on the sample probe bringing back discharged sample or bringing in more sample to the assay cup. The root cause is most likely due to gel getting stuck on the assay tip.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).